Event description:
It was reported that following successful filter retrieval, the marker band on the sheath was out of position. Reportedly, after the physician removed the sheath from the pt. It was identified that the marker band had moved approximately 6 inches from the tip of the sheath. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The complaint sample has been returned. The eval is currently underway.